Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back disorder ("back problems"), depression ("depressed"), thyroid disorder ("thyroid problems"), alopecia ("lost hair") and anxiety ("anxiety"). The patient was treated with surgery (had it removed). Essure was removed. At the time of the report, the pelvic pain and depression had resolved, the back disorder, thyroid disorder and anxiety outcome was unknown and the alopecia was resolving. The reporter considered alopecia, anxiety, back disorder, depression, pelvic pain and thyroid disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, back disorder, alopecia, depression, anxiety. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.